Manufacturer narrative:
System analysis/service repair in the field was performed on february 01, 2016. The resonator s/n (B)(4) was received at the manufacturer on february 17, 2016. Product evaluation: the resonator evaluation was completed on march 15, 2016 and noted no packaging damage on the crate and no damage found on exterior of the resonator. The frozen indicator was noted purple; 15g shock watch was noted red; yag rod was pushed forward; q-switch was noted to have over temperature and r2 optic was noted burnt. The yag rod was reset, retorqued the rod housing; q-switch, r2 optic with plate, hoses and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be yag rod, q-switch and r2 optic in the resonator.

Manufacturer narrative:
System analysis/service repair was performed on february 01, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on february 17, 2016.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2016. The reported error 710 was confirmed and found to be the result of a faulty resonator. The resonator was replaced. The system was tested and verified to specification.

Event description:
It was reported that at the beginning of a procedure, after 2 minutes of firing, error 710. Several attempts were made to clear the error however the attempts were unsuccessful. Additionally it was reported that error 831 was observed in addition to error 710. The physician reverted to an alternative procedure (turp) to complete the procedure. "No occurrence of health damage" was reported.